Event description:
It was reported that pump displayed malfunction alarm malf 0 that recurred even after reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, used multiple daily injections as backup insulin therapy, and was provided replacement pump; customer was instructed to upload logs via mobile app, place pump in storage mode before return, program settings and reconnect continuous glucose monitor on replacement pump, and return problematic pump using prepaid label.